Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 3 devices were received. 4 device investigation types have not yet been determined. Additional information: 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device reportedly overheated. 5 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. - 3 events had no patient involvement; no patient impact. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h10 7 events were previously reported during the reporting quarter; however, - 2 events were reported in error. - 5 previously reported events are included in this follow-up record. Product return status 5 devices were received.